Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. The field service engineer (fse) performed system check on the instrument and noted it was within instrument specifications. The fse performed preventative maintenance major (pm-a) and replaced the vacuum pump as it was leaking during flushing. The fse cleaned the wash carousel as dried wash buffer was noted within the carousel. System verification testing (system check and high sensitivity system check) was found to be passing within instrument specifications following the pm-a. The fse stated although the vacuum pump was replaced and dried wash buffer was noted in the wash carousel, no hardware malfunctions were identified that could have caused or contributed to the erroneous result since all additional system parameters were performing within the assay and instrument specifications prior to service. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. A definitive cause of the incident is unknown.

Event description:
The customer reported erroneously elevated troponin I (access accutni) result, above the acute myocardial infarction (ami) limit, for one patient, involving the access accutni assay utilized in conjunction with the access 2 immunoassay system and access accutni calibrator. Subsequent analyses of the patient¿s sample, on the same instrument, produced lower results within the normal reference interval. The erroneous result was released out of the laboratory and questioned by the nurse and physician as the patient obtained a previous troponin I result of less than 0.01 ng/ml. It is unknown if patient care was impacted. The customer has not received any report of patient injury or change in patient treatment associated with this event. The patient¿s sample was collected in a lithium heparin plasma tube and centrifuged at 4,200 rpm (rotations per minute) for ten minutes, at room temperature. All three levels of quality control (qc) are performed once daily. Qc was within specification on the day of the event and following the event. System check, performed on (B)(6) 2013, recovered within specifications.